Event description:
It was reported that during an unspecified procedure, the tip of the pt2 moderate support guidewire broke off and remains lodged in an unspecified vessel in the patient. It was further reported that the wire was prolapsed. No attempts to remove the guidewire were made. The procedure was not completed due to this event. Patient status is reported as 'ok'.

Manufacturer narrative:
Device has been returned, however, the investigation is currently in progress. A supplemental MDR will be submitted upon completion of the investigation.